Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. The device was inspected and tested and did not show any deviations.

Event description:
Customer service was contacted on (B)(6) 2016 by a customer, who would like to send in a skull clamp. Customer states the qr3 aluminum skull clamp slipped while on the patient's head and caused a laceration.